Event description:
It was reported that after implantation, the implantable cardioverter defibrillator (ICD) exhibited connector issue and the setscrew could not turn and was sideways in the port. It was further reported that the right atrial (ra) lead became dislodged post pocket closure. Approximately two days later, the ra lead was repositioned, and the physician was unable to screw the ra lead back in place. It was stated that the physician unscrewed the device too far which caused the header to turn sideways and thus, made it difficult to correct the issue. The ICD was replaced, and the ra lead remains in use. No patient complications have been reported as a resultof this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.